Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device and non-boston scientific lead, triggered a lead safety switch due to high, out of range, right atrial pacing impedance (greater than 2,183 ohms). The patient noted twitching in the pocket of the device. The device has been reprogrammed back to a bipolar configuration, and all measurements are within normal range. The device remains implanted. No additional adverse patient effects were reported. A technical service (ts) consultant reviewed available device data, and suggested having the patient be seen in the clinic for a follow up appointment. Ts recommended performing lead integrity testing, x-ray images to confirm placement, and manipulation of the pocket. Ts also recommended programming options. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).